Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation revealed a visible obstruction at the distal end of the shaft. The obstruction prevented the loading of an ar-12990n needle to perform functional testing. The event's most likely cause(s) is user error. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
On 10/22/2021, it was reported by a sales representative via sems that an ar-12990 knee scorpion need broke off. This was discovered during a meniscal root repair on (B)(6) 2021. Device broke while using it for the first itme and did not break inside the patient, there were no broken fragments to retrieve. Surgery was not completed after realizing the knee scorpion needle was not able to pass the suture through the meniscus. Additional information requested.